Manufacturer narrative:
H.6. Investigation summary: the DHR review process was not able to perform due to the lot number was unknown. According with this investigation there is no enough information provided from customer like a picture from the original packaging to determine the root cause of this non-conformance. Due to no samples or pictures were provided in this complaint, a review of customer complaint record was performed; according with the cc¿s records, three additional complaints were received through the last twelve months. The supplier opened a CAPA to investigate further. Due to recurrences reported in the past about the same issue, corrective action was implemented within the manufacturing process to ensure the correct quantity of pieces per box (the corrective action was documented under CAPA record # ca-j1001335). The corrective action consists in the implementation of a weighing system to determine the correct quantity of pieces per box through the weight of the pieces. Due to the lot number was unknown there was not possible track and review the weight records belonging to the affected product reported in the complaint. Potential root cause 1.non-controlled method to ship partial boxes to end user. 2.product damaged during the shipment or distribution. Conclusion: based on the information provided it was not possible confirm the issue like a failure mode related to the manufacturing process since the information provided wasn¿t enough to determine the root cause of this issue. The controls were verified within the manufacturing process and confirmed as capable to detect the lack of component.

Event description:
It was reported that prior to use it was discovered that the lid was missing with a bd sharps collector 9 gal. The following information was provided by the initial reporter, translated from japanese to english: 1 lid was missing.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as flextronics is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use it was discovered that the lid was missing with a bd sharps collector 9 gal. The following information was provided by the initial reporter, translated from japanese to english: 1 lid was missing.